Event description:
It was reported in a journal article study that one patient was re-revised due to periprosthetic fracture. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: cipolla a, vella-baldacchino m, le baron m, argenson jn, flecher x. Using porous tantalum uncemented components to manage acetabular defects and to restore the hip center of rotation in revision total hip arthroplasty: a minimum ten-year clinical and radiological study. J arthroplasty. 2025 may;40(5):1284-1292. Doi: 10.1016/j.arth.2024.10.110. Epub 2024 oct 29. Pmid: 39481618. G2: foreign: france. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. X-rays are provided within the journal article; however, it is not known if they relate to the patients under this event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.